Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
The customer reported check vent, primary speaker failed. The customer state the alarm is easy to reproduce at turn on. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer confirmed the unit had a defective speaker and replaced the speaker and the unit is now working properly.